Manufacturer narrative:
H6: code b15 was added. H6: investigation findings and conclusions were updated to reflect the results of the investigation. H6: product history review: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. H6: imaging evaluation: the reported failure mode, that the device moved proximally during deployment unintentionally covering the left renal artery could not be independently confirmed through an evaluation of the provided radiographic images. Potential device movement cannot be evaluated with the provided still images. In addition, the images provided were low quality but post the post implantation image appears to show 2 of the 3 long radiopaque markers associated with the aortic extender at the level of the left renal artery. The cause for the reported failure mode cannot be established with the available information.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. After deploying the trunk-ipsilateral leg, there was a type ia endoleak, so an aortic extender was additionally implanted. When deploying the aortic extender (pla280300j) just distal to the renal artery, the device moved proximally and the left renal artery was unintentionally covered for approximately 90%. A bare-metal stent was placed to restore the blood flow. The endoleak disappeared. Additionally, when, to address a type ib endoleak on the right side, ballooning was performed on the contralateral leg component using a non-gore balloon catheter, they found a dissection-like finding on the right common iliac artery within the treatment segment. There was no obvious endoleaks remaining, so no further treatment was given, and the patient would be under observation. The patient tolerated the procedure.